Manufacturer narrative:
Sample 1/2 was drawn 9 hours after the initial sample 1/1 was drawn and tested. Specific collection device and centrifugation information have not been supplied to date. Qc and system check data have not been supplied to date. Bci service was on site (B)(4) 2011 and specific service information has not been supplied to date. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result above the ami cutoff, generated by the unicel dxi 800 access immunoassay system , for one (1) male patient. The result was reported out of the lab. Additional testing of the patient's samples on the same instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.